Event description:
Customer reported via phone call that they had experienced high blood glucose levels. The current blood glucose level was 456 mg/dl. Customer was unable to calibrate due to high blood glucose levels. The auto mode was not active. The insulin pump will not be returned for analysis. Frn-unk-rsvr, frn- unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.